Event description:
Reporter noted in the beginning of the procedure that the laser beam went out from the back of the handpiece. The physician had blurred vision for two hours. No treatment was necessary.